Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched alarm, which was observed while attempting to run a loaded set. The messages were found to be caused by loose upper link screws. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no patient injury.